Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Dilator was received. The trocar was received. The radially expandable sleeve was not received. The circular seal was intact. The envelope seal was intact. The cannula was intact. The dilator was inserted into the trocar with no binding or difficulty. Engineering found no evidence of irregularity in the device and was unable to confirm the reported condition. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the instrument egiauxl does not fit through the trocar hull 12 mm, the distal end of the hull is too small. This happens only at the 12mm trocars. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, no reinforcement material used.